Event description:
Customer reported that the device got hot. This is report 1 of 1 for complaint# (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components. This was attributed to normal wear. Unit was repaired and returned to the customer on 10/08/2012.